Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a staphylococcus marginal corneal ulcer inferior nasal location of the left eye day five post lasik procedure. Reporter indicated upon examination a hazy infiltrate with overlying epithelial disruption was observed. Patient reported left eye was doing well, then it got progressively more irritated and watery. Reporter indicated the patient was told to increase topical eye drop dosage, no culture taken. Upon last reported follow up visit the patient was noted to be doing better.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4)